Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of transvaginal hysterectomy, uterosacral ligament vault suspension, opus procedure, lysis of adhesions and cystourethroscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat uterocervical prolapsed and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia and neuromuscular problems.